Event description:
A caller reported that their pump screen was dark and would not turn on. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed various troubleshooting steps, but the issue persisted. Consequently, the pump was set to be replaced, and the caller expressed interest in obtaining an out-of-warranty loaner pump.